Event description:
Gantry leaning slightly with head one on the top and head two on the bottom. Investigation made by "f/s" during preventive maintenance by means of a laser beam and "cor" tests, and a clicking sound from the rotation let the "f/s" stop the system.